Event description:
The surgeon's office reports the patient underwent a total joint replacement surgery (B)(6) 2011, the patient presented on (B)(6) 2013 with left facial swelling, pain, and draining fistula in the left submandibular region. The patient was taken to the or on (B)(6) 2013 for exploration, fistulectomy, and trimming of the inferior border of the tmj prosthesis and the removal of one loose screw.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. G5 PMA/510(k)number and device manufacture date are unknown as the exact part number is unknown.